Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with shortness of breath, hematuria, and elevated liver function test (lft) and total bilirubin levels. Lactate dehydrogenase, urine analysis, and imaging were pending. A review of the log file revealed low flow events between (B)(6) 2022 and (B)(6) 2022. The patient was taken to the operating room for outflow graft obstruction on (B)(6) 2022. The team decided to exchange the entire pump and outflow graft. A significant amount of substance was found around the outflow graft under the bend relief.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information revealed that the patient's ldh was elevated to 351 upon admission.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported outflow graft obstruction and (B)(6) could not conclusively be determined through this evaluation as the entire outflow graft was not returned for evaluation. A specific cause for the reported obstruction and hematuria could not conclusively be determined through this evaluation. Evaluation of the submitted log files confirmed low flow events that appeared to be consistent with the reported obstruction. (B)(6) was returned with the pump cable severed approximately 4.5¿ from the pump header, and the distal portion was not returned. The sealed outflow graft was cut <1¿ from the metal hardware and returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was cut <1¿ from the hardware and returned detached from the graft attachment. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The submitted controller event log file captured 17 low flow fault flags which resulted in 7 low flow hazard alarms between (B)(6)2022 and (B)(6)2022. The submitted and retrieved lvad event log files captured the estimated flow below the 2.5 lpm threshold numerous times throughout the data. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The submitted photos showed the pump in the chest cavity during explant surgery. The inflow cannula appeared to be clear. There were no obvious areas of obstruction around the outflow graft. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 03oct2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: urine analysis was unremarkable.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.